Manufacturer narrative:
A certain gold-tite tm hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body of the device is noted to be worn and discolored, indicating use. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite tm hexed screw it is recommended to torque at 20ncm. A probable cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is therefore non-verifiable. The following sections have been updated: UDI (B)(4).

Manufacturer narrative:
Event date was not provided/known.

Event description:
The doctor indicated that 2 gold tite screws were placed in the patient's mouth in the last appointment of prosthesis and torqued with 20 ncm, since then 4 times the patient has come in with the prosthesis moving and the screws unscrewed.